Event description:
No new information.

Manufacturer narrative:
E and f codes corrected. Investigation results: the complaint that the catheter broke or separated from the catheter hub during use could not be confirmed from the photograph or representative samples that were provided for investigation. One photograph and 17 representative 22g nexiva IV catheter were provided for investigation. The photo showed a 22g nexiva IV catheter. The majority of the catheter tubing was shown separate from the catheter adapter. A short segment of tubing appeared to be present over the wedge within the catheter adapter. The vent plug was positioned within the blue luer adapter, which indicates that the IV catheter was not used. The device shown in the photo was likely the sample that was intentionally pulled to replicate the problem. The device from the photo and the affected unit were not returned for investigation. Seventeen representative samples were provided for investigation. A catheter pull test was conducted, which showed that the representative samples were within specification. A review of the inspection records and quality and manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The reported issue was inclusive and the root cause could not be determined from the photograph or representative samples. There were no other similar complaints from the implicated lot. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
On (B)(6) 2026 around 2000 patient had a 22g IV in the lower forearm, when the primary rn was doing her initial assessment and flushed the IV, the ns squirted out, this prompted her to investigate further and it was noted that the entire catheter was missing from the plastic hub, they searched the bed, bathroom and surrounding areas, thinking maybe the patient pulled the IV or got it caught on something, but they were unable to locate, which prompted them to notify the physician and placed a tourniquet above the IV insertion site to prevent migration of the catheter. This IV was inserted on (B)(6) 2026 @ 0800, it was last assessed and flushed on (B)(6) 2026 @ 1600 (about 4 hrs prior to discovering the catheter dislodgement) with no complications. A bedside ultrasound was performed by the physician and they noted a possible foreign body in a right forearm vein that was non-compressible. A formal ultrasound was done and confirmed a foreign body and thrombus. After consultation with vascular surgery, he patient went to or for an attempted removal by surgery where they incised the skin and dissected to the vein which was identified on the us as having the echogenic focus, there was no catheter seen protruding from the vein, so they dissected the vein and noted no foreign body, a bedside us still showed echogenic focus proximally to the incision site so they extended more. A venotomy was performed where the us was showing the echogenic focus and no catheter was found within the vessel. They did evacuate clot from the vein, but no foreign body was found in the soft tissue or the vessel. The patient was then transferred to ir for a right upper extremity venogram which showed no foreign body, they did snare sweeps of the forearm veins with no foreign body found, axillary and subclavian venograms showed no filling defect. Additional information: we confirmed the presence of a circular hollow structure within the vein. There was surrounding clot encasing the structure. (Both at bedside with ultrasound and a formal ultrasound read by radiology).